Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011; 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wrote to report a faulty/bad right ventricular (rv) lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.